Event description:
Reporting status: serious injury - medical intervention - disability reporting rationale: removal of separated guide wire; piece of guide wire remains in pt. Device issue: guide wire separation. It was reported that the bmw guide wire was being advanced through previously placed stents (prior procedure) to reach the lesion in the distal circumflex. The distal end of the guide wire became unravelled and separated. Another guide wire as well as a snare were used to retrieve the separated portion. Some of the guide wire was retrieved; however, a piece was left in the pt. The piece was embedded in the myocardium. A new guide wire was used and the procedure continued. There were no pt effects reported. The pt was to be released in the normal amount of time. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering was unable to determine a root cause because the device was not returned. Historical data shows that tip damage of this nature may happen when the guide wire is subjected to torsional loads beyond its design limits causing the distal tip to detach. Typically, the fracture site morphology shows the guide wire was exposed to forces consistent with those applied through torquing and manipulation. A guide wire being over torqued while the tip is trapped within the anatomy or another device can intensify these forces.